Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the sigmoid colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare was closed around the tissue and current was applied; however, current was not being delivered to the snare. Three attempts were made to cauterize the tissue, but all attempts failed because no current was being delivered. There was no visual damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 7.5 ohms, within manufacturing specifications.the complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the sigmoid colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the snare was closed around the tissue and current was applied; however, current was not being delivered to the snare. Three attempts were made to cauterize the tissue but all attempts failed because no current was being delivered. There was no visual damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.